Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft, its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft was successfully implanted. The patient tolerated the procedure well and was taken to the recovery room in stable and satisfactory condition. It was reported to medtronic that 7 days post stent graft implant the patient had cardiac failure and expired. The physician stated that this event was not related to the stent graft procedure.

Manufacturer narrative:
H6: evaluation results: patients condition affected effectiveness of device (patient expired of cardiac arrest).